Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation by using a denali filter. It was reported that during the procedure, the filter transducer port was allegedly detached. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The device was seen along with its original packaging in a clear zip-lock bag. Inside the packaging a inducer sheath and a pusher catheter and device labeling information was seen, which was verified with track wise details. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation by using a denali filter. It was reported that during the procedure, the filter transducer port was allegedly detached. There was no reported patient injury.